Manufacturer narrative:
Other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen (lioresal), concentration 2000 mcg at a dose and frequency of 310 mcg via intrathecal drug delivery pump for intractable spasticity. It was reported that surgical intervention occurred: the catheter pump revision kit was completely explanted and replaced by a product from the manufacturer, and would not be returned as the customer discarded it. It was reported that the catheter was slowly dripping cerebrospinal fluid, and when the hcp tried to aspirate "is" during "or" exploration, it did not aspirate. It was reported that a different hcp cut above the collet from the original 8780 catheter and therefore took off the entire 8784 implanted in (B)(6) 2017. It was reported that this hcp thought the drug might have been sluggish because of kink or issues with too many connections. It was reported that the dose was dropped from 410 mcg to 310 mcg. It was reported that the patient's parents noted behavioral changes and the last time he went into withdrawal, which was when he got his 8784 catheter pump revision kit in (B)(6) 2017, he acted the same way. It was reported as unknown whether any environmental, external or patient factors may have led or contributed to the issue. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." No further complications were reported.